Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient underwent surgical intervention on (B)(6) 2018 to reposition the drg ipg from the patient's left side to the right side. Device information and reason for ipg revision is unknown.

Event description:
Follow up information identified the reason for the ipg repositioning was discomfort. The patient's discomfort at the ipg site has resolved.